Event description:
During the left knee meniscus repair the surgeon was unable to tighten the knot after deploying both t1 and t2. The procedure was completed by using a back-up device. Both implants remain in the patient and there are no plans to remove them. Since the device was disposed at the facility, it will not be returned for evaluation. Additional information confirmed suture was removed from the patient.

Manufacturer narrative:
(B)(4).